Manufacturer narrative:
One micromark marker was placed at the time of the initial biopsy with no known problems. The procedure was completed with no known patient hypersensitivity or immune response at that time. A foreign material presented in the body has the potential to create an immune response. However, an immune response usually has an immediate effect and is unlikely to present one month later. The IFU contains a statement in the warnings and precautions section regarding potential hypersensitivity or an immune response as: "be aware of tissue reactions in patients when exposed to allergens (such as nickel)". Follow up discussions between the sales rep and the treating physician indicated an immediate improvement following the removal of the marker. The patient was to undergo allergy testing. No results have been communicated. An initial assessment with the company medical director of potential hypersensitivity and foreign body reaction indicated that it was unlikely that the reaction was linked to our device due to the length of time for the immune response to present. However, a further clinical review of the event with (B)(4)'s medical department determined the event to be MDR reportable pursuant to 21 cfr part 803 as it could not be concluded that our device did not cause or contribute to this event. Although no additional patient follow up care is available, due to the subsequent procedure and/or other treatment intervention, as well as medical consultation, we are submitting this medwatch report. Device discarded by customer.

Event description:
The sales rep reported that patient had a severe reaction to our marker. Took her 1 month to end up to the emergency room because she had problem breathing, before that, her tongue was getting thicker and thicker 1 month after placement. Unknown reason - possibly food related. Doctor removed marker - unknown outcome.